Event description:
There was a hairline crack at the blue integrated twist clamp which led to fluid outside the sterile pathway. The set had been in place since 3 mos prior. There was no pt injury or medical intervention associated according to the international affiliate.